Event description:
The customer obtained imprecise vitros trop I es results (0.033, 0.031 ng/ml vs. An expected result=0.095, 0.097 ng/ml ) from a single patient sample processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results were not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros trop I es results were obtained from a single patient sample processed on the vitros eci immunodiagnostic system. There was no evidence to suggest an instrument or reagent malfunction had occurred. The investigation determined that the sample in question was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor.